Manufacturer narrative:
(B)(4). Batch # n57808. The analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results showed that nine gst60g reloads were received unfired. One reload was tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Also, five gst60g reloads were received sterile and with no apparent damage. One reload was opened and tested with test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device came out of the package with the metal casing off and the staples raised. A different reload was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results showed that nine gst60g reloads were received unfired. One reload was tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Also, five gst60g reloads were received sterile and with no apparent damage. One reload was opened and tested with test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.